Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called and said she got a letter from customer quality. What steps were or will be taken to resolve the issue of the ins migration and protruding? Patient said they didn't know yet what was going to be done. The patient has an appointment with the doctor they thought on (B)(6) 2024. Patient said after their doctor's appointment this month they will fill out the letter or call back with an update.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that as of 3 months ago, patient felt that the ins was, "coming up in my back." Patient reported it felt as if it was protruding. Patient moved from idaho to minnesota and said they had not established care with anyone yet. Agent asked patient about listed physician, but patient denied seeing that doctor. Patient reported their ins has been successful at treating their symptoms. Agent emailed patient local physician listings.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va29k6l implanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that mechanical breakdown of implanted electronice neurostimulator and lead that is prodtruding will be fine with replacement